Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 634mg/dl. Troubleshooting was performed. The customer was experiencing unexplained high glucose for the past days. The customer stated that the most recent glucose reading was 24mg/dl in the morning, and the paramedics were called. They treated him, and his glucose level went up to 174mmg/dl. The programming, time, and date were correct. The customer stated that the diabetic nurse changed the basal rates two months ago. Reviewed the alarm history and found several motor error alarms during basal within the past two weeks. Advised the customer that the motor error alarms may have contributed to his low and high blood glucose. Ran a displacement and self test and the tests passed. Rewind and manual prime successfully. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further information was provided.